Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: inject juvéderm® ultra injectable gel applying even pressure on the plunger rod while slowly pulling the needle backward. The wrinkle should be lifted and eliminated by the end of the injection. It is important that the injection is stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported they were going to inject 0.5 vial of juvéderm® ultra, but when they ¿opened the vial, everything looks normal, but when [they] push the vial for the juvéderm®, gel comes into the needle. The vial exploded as if it was compressed or pressurized.¿ the gel went into the healthcare professional¿s right eye and was cleaned immediately. No injuries occurred to the patient or injector.